Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Checked programming and pump passed. Customer is a very brittle diabetic.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.